Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2024, the patient has been experiencing a terrible pain and swelling in his knee, which restricts him from doing his daily activities and walks with a limp. It is unknown how the issue is being handled. Patient mentioned he only takes tylenol for this issue.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the exact cause of the reported ¿terrible pain and swelling¿ could not be determined. Since details about the implanted devices were not available, the material composition of the implants could not be confirmed, and there is no evidence to suggest a malfunction or failure of the implants. The only confirmed impact to the patient was the need for treatment with tylenol to manage the pain and swelling. Without additional clinical data, no further conclusions could be drawn regarding the root cause or long-term effects. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2024, the patient has been experiencing a terrible pain and swelling in his knee, which restricts him from doing his daily activities and walks with a limp. Patient mentioned he only takes tylenol for this issue. A revision surgery was scheduled to be performed in september.